Event description:
Customer reports receiving a high reading. In blood glucose tests, customer reported receiving a reading of 137 mg/dl compared to a lab result of 75 mg/dl obtained within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's products have been requested back for an investigation.